Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose in the 400 mg/dl range due to a bent infusion cannula. Pt vomited due to this. Normal blood glucose is 130-170 mg/dl. Pt was able to treat hyperglycemia herself after she changed the infusion set. This occurred in (B)(6) 2010. Infusion headset was inserted using the insertion device. Product was replaced. Alleged infusion set was discarded and will not be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue.